Event description:
The following has been reported: the reload cassette issue occurred. Reloaded and could not resolve and then it went to a tubing set problem alarm. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr coupler). The device was returned due tube set problem alarms. The device was put through several mock infusions and the tube set alarm issue could not be repliacated. No damage was found during internal investigation. The som was then reworked to revert the device to bring up mode. Functional testing 1 through 6 was completed, the device passed each test. However, during final functional testing, the device had an intermittent failure and failed test function 6. The pump was not moving the resistor drive fast enough for it to read the pressure accurately. The encoder pcba was changed out and tested and the device then passed functional tests 1 through 6.. Reporting as a conservative measure for the resistor drive issue. No adverse effects were reported.